Event description:
A hospital in (B)(6) reported via a distributor that air leaked from the expiratory tube of an rt329 infant continuous flow breathing circuit. This was observed during use but no patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint rt329 infant continuous flow breathing circuit from the hospital. We will provide a follow-up report once we have received the complaint device and completed our investigation.

Event description:
A hospital in (B)(6) reported via a distributor that a leak was found in the expiratory limb of an rt329 infant continuous flow breathing circuit. This was observed during use but no patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the inspiratory tube, mr290 chamber and pressure relief valve, which are included in the rt329 infant continuous flow breathing circuit kit, were returned to fisher & paykel healthcare (fph) in (B)(4) for inspection. The complaint expiratory limb was not returned to fph. The returned components were visually inspected for damage. In addition, the inspiratory limb was pressure tested for leaks. Results: no fault was found with the returned components. The pressure test result of the inspiratory limb was within specification. A lot check was not performed as lot information was not provided. Conclusion: the reported leak in the expiratory limb was not confirmed as it was not returned for inspection. No fault was found with the returned components of the rt329 breathing circuit. The user instructions that accompany the rt329 infant continuous flow breathing circuit state the following: "check that all connections, caps and/or plugs are tight before use." "Peform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."